Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 8 years, 7 months. The reason for explant is unknown. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a malfunction or deficiency related to the explanted valve. The device was replaced with another edwards bioprosthetic valve.

Manufacturer narrative:
Through follow-up with the health-care provider, it was learned that the valve was explanted due to prosthetic aortic valve stenosis, secondary to calcification. Per the op report, the old aortic valve was densely calcified and immobile upon removal. The aortic root was somewhat small. In order to gain good access to the aortic root, a root enlargement was performed with bovine pericardium. The aortic valve was replaced with a new edwards bioprosthetic valve. Tee at the end of the case showed an extremely low gradient across the new aortic valve. Unfortunately, the source of the reported calcification could not be assessed without the sample device. Although the root cause of this event cannot be confirmed, it appears that the stenosis was likely caused by the calcification. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. No further actions are possible with the available information.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. Therefore, the root cause of this event could not be determined. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.